Event description:
It was reported that during a breast biopsy the surgeon deployed the marker and, while removing the marker from the probe, the plastic tip of the marker sheared off into the pt's breast. The surgeon attempted to suction the area to remove the tip but was unsure if he removed it. No device being returned for analysis.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.